Event description:
It was reported that noise was observed on the ventricular channel. Isometrics were performed and no noise was noted. X-rays were recomended. The lead remains implanted.

Event description:
New information received notes that externalized conductors were observed on the lead. The lead was explanted and replaced.

Manufacturer narrative:
No medwatch form was received.

Manufacturer narrative:
The lead was returned cut in three segments for analysis. External insulation abrasion was noted at 26.8-27.2cm from the distal tip, consistent with lead friction to another device or feature of the heart. Externalized conductors due to internal insulation abrasion were noted at 25.4-29.3cm from the distal tip. Internal insulation abrasion was noted at 7.6-7.7cm, 12.3-14.2cm, 14.7-15.2cm, 28.0-28.1cm from the distal tip. The etfe coating was intact at these locations.

Event description:
The rv pace/sense portion of the lead was capped. Defib portion remains active.